Manufacturer narrative:
A ge service representative performed an on site investigation. The high voltage cable was cleaned and re-greased. The tube, high voltage tank, snubber board, filament regulator, and the generator drive were replaced during the service call. The system was tested, and found to be working as intended, and put back into service.

Event description:
It was reported that the 9800 system had an overload fault error and low ma error. Also had no images. No patient injury was reported.